Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. The field representative would follow up with the physician. The patient was not pacemaker dependent at the time. The lead remains in service. No adverse patient effects were reported.